Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration) and fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2020 the patient presented for a routine pump refill. During the refill, a 12 day motor stall was identified. Pump alarms revealed the motor was currently stall and had been stalled for 288 hours and 42 minutes following magnetic resonance imaging (MRI) on (B)(6) 2020. The patient's pump should deliver over 0.5 ml per day, so should have at 7-8 ml reservoir discrepancy to account for the 12 day stall. However, the interrogated reservoir volume (irv) was 6.2 ml and the actual aspirated volume (aav) was 8 ml which leaves about 6 ml unaccounted for. At the patient's visit on (B)(6) 2020 (which was prior to the motor stall but following an MRI with motor stall recovery as expected), the patient reported an episode of altered mental status. As a result, an outside provider stopped the patient's tramadol which did lead to increased pain. When queried about this at visit on (B)(6) 2020, the patient reported on (B)(6) 2020 episodes of nausea, headaches, and catatonic states; prior episode of altered mental status. On (B)(6) 2020 the patient reported prior episode of catatonic state in which the staff at their nursing facility was unable to wake then for three days. The pump was refilled with only 20 ml (940 ml reservoir). The intrathecal (it) rate was decreased 94.8 percent. The catheter access port (cap) was accessed to allow for immediate it rate reduction. The patient did not report withdrawal. The pump was able to be restarted with programming. The plan was to replace the pump. The outcome of the event was noted as ongoing. The device diagnosis was other suspected over-infusion and the clinical diagnosis was altered mental status. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the pump and pump connector were explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. All previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.